Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "...pumps shutting off without user input..." Was not reproduced but, review of the history log found multiple battery alert not charging messages and "improper shutdown" events, indicating that the battery contact pins may have been depressed and unable to rebound as designed, which confirms the reported symptom. The back flex was replaced in relation to the battery pins were stuck and will not charge to correct the condition.

Event description:
It was reported that a device shut off 3-4 times without user input. The customer stated that the patient was post coronary artery bypass surgery and was receiving epinephrine to maintain blood pressure and cardiac output. When the pump powered off, the nurse obtained and reprogrammed a new pump. During this time, the patient's blood pressure dropped. Epinephrine dose had to be increased and vasopressin was started in order to bring patient back to hemodynamic stability.